Event description:
Hello, I am frustrated and urgently demand accountability from the FDA to hold dexcom to a higher standard. The issues I have encountered with my dexcom g6 sensor are not only concerning but also potentially life-threatening, and it is crucial that these concerns are addressed promptly. The alarming disparity between the sensor's reading and my actual blood glucose level raises serious doubts about the accuracy and reliability of the device. The fact that the FDA has approved a mard of 20% over 80 mg/dl, allowing for a massive deviation is simply unacceptable. This leniency in the standards undermines the safety and effectiveness of the device, putting patients at unnecessary risk. Dexcom's recommendation to avoid calibration within the first 24 hours of wearing a new sensor, even when faced with a faulty sensor that falls below the mard threshold, is not only absurd but also dangerous. Considering that the omnipod 5 relies on accurate blood glucose readings for automatic insulin delivery, this negligence could have severe consequences for patients' health and well-being. Despite providing dexcom with undeniable evidence through multiple finger stick tests, which consistently demonstrate significant deviations from the sensor's readings, they have the audacity to claim that their product is functioning as intended. This is a grossly unacceptable response for a life-saving medical device that is supposed to provide reliable data for an automatic insulin delivery system like the omnipod 5. To make matters worse, dexcom refuses to replace the faulty sensor, citing the "acceptable" mard. This blatant disregard for patient safety is deeply alarming and suggests that the company values its profit margins over the lives of individuals relying on their products. It is highly likely that dexcom's negligence has already led to numerous diabetic-related deaths, a tragedy that may be far more widespread than currently known. The FDA must take immediate action by revising the mard to a much stricter threshold of 10% over 80 mg/dl. This adjustment is necessary to ensure the accuracy and reliability of dexcom's devices, protecting patients from life-threatening situations. Holding dexcom accountable for its faulty products and negligent practices is of utmost importance. Your impassioned call for accountability serves as a rallying cry to the FDA, urging them to prioritize patient safety and well-being above all else. It is crucial that the regulatory authorities intervene and take decisive measures to address the failures of dexcom, ensuring that medical device companies uphold the highest standards and face appropriate consequences for any shortcomings. Thank you, (B)(6). I am writing to express my deep concern and disappointment regarding the mean absolute relative difference (mard) associated with the dexcom continuous glucose monitoring (cgm) system, which I believe is currently at an unacceptable level. As a user of the dexcom cgm system, I have experienced consistent inaccuracies in the glucose readings, leading to potential risks and challenges in managing my diabetes effectively. The dexcom cgm system has been widely regarded as an innovative and valuable tool for individuals with diabetes, providing real-time glucose monitoring and valuable insights into glucose trends. However, the current mard associated with the system is far from satisfactory, posing serious implications for patient safety and overall well-being. Considering the vital role that cgm systems play in the lives of people with diabetes, it is crucial to ensure accurate and reliable glucose readings. The mard, which represents the average discrepancy between cgm readings and reference values, directly impacts the reliability of the device and influences critical treatment decisions. Therefore, I firmly believe that the mard for dexcom needs to be substantially reduced to a maximum of 10% over 80 mg/dl in order to provide users with the accuracy they deserve. High mard values not only compromise the trust that users place in the dexcom cgm system but also have severe implications for diabetes management. Inaccurate readings can lead to inappropriate insulin dosing, increased risk of hypoglycemia or hyperglycemia, and significant psychological distress. These consequences not only impact the well-being of individuals with diabetes but also burden the healthcare system with avoidable complications and additional costs. I kindly request the FDA to prioritize this issue and work closely with dexcom to address the current mard concerns. It is imperative that the FDA sets [invalid] standards and guidelines for cgm manufacturers to ensure the highest level of accuracy and reliability. By reducing the mard to 10% over 80 mg/dl, the dexcom cgm system can become an invaluable tool for diabetes management, significantly improving the quality of life for millions of individuals worldwide. I appreciate the FDA's commitment to patient safety and their dedication to advancing medical technologies. I trust that you will thoroughly investigate this matter and take appropriate actions to enforce stricter mard standards for the dexcom cgm system. Together, we can enhance the lives of people with diabetes and empower them to achieve optimal health outcomes. Thank you for your attention to this urgent matter. I look forward to a prompt response regarding the actions being taken to address this critical issue. Dexcom refuses to replace sensor due to mard <20% over 80 mg/dl, which is completely unacceptable and very dangerous. Dexcom sensor was reading 81 mg/dl and when I double checked with a finger stick my blood glucose reading was 50 mg/dl. After mitigating this dangerous, life-threatening low, maybe 30 minutes later, the dexcom was reading 161 mg/dl with a straight arrow going up. I double checked with a finger stick and my blood glucose reading was 131 mg/dl. Dexcom told me this was within the acceptable FDA approved mard range of <20% over 80 mg/dl and told me to not calibrate because dexcom was working "appropriately". I did not manually deliver insulin this time to avoid a catastrophic low blood sugar, but omnipod 5 was still auto delivering insulin based off dexcom's faulty readings. 131 mg/dl is good, and I should not have been getting insulin, but because dexcom was telling omnipod that my blood sugar was 161 mg/dl and rising rapidly omnipod 5 was delivering insulin off this reading, and yet again my blood glucose is plummeting. Dexcom needs to be held accountable and that will not change with an illogical FDA approved mard of 20% of the meter value when the meter value is 80 mg/dl or higher 20 mg/dl of the meter value when the meter value is under 80 mg/dl. People are dying because of this lack of oversight and there is no incentive for dexcom to invest in research and development unless the FDA tightens these guidelines. My dexcom g6 sensor after warming up was reading 343 mg/dl with a diagonal arrow going up, the FDA approved mard of 20% over 80 mg/dl in this case is 68.6 mg/dl allotted. I double-checked with a finger stick and my blood glucose was 243 mg/dl. Dexcom recommended that I do not calibrate within the first 24 hours of wearing a new sensor (even though 243 mg/dl fell below the mard threshold (starting off with a brand-new faulty sensor), which is absolutely unacceptable and extremely dangerous due to the omnipod 5 relying on those blood glucose readings to automatically give me insulin. I gave it 15 minutes and my dexcom was still reading 243 mg/dl (the mard in this case is 48.6). I double-checked on a finger stick and my blood glucose was 212 mg/dl. This fell within the allotted mard of 20% over 80 mg/dl, since it was above 194.4 mg/dl, and dexcom again stated that their product is working as it is supposed to be (absolutely unacceptable for a lifesaving medical device which is feeding data to a automatic insulin delivery system (omnipod 5) and that I should be relying on finger sticks for the first 24 hours after a new sensor insertion. Lot #: "5322293".